Event description:
The hcp reported, the patient's pump and catheter were explanted and replaced due to the catheter being "fractured at the l3 level". Due to the catheter needing to be replaced, the hcp decided to explant and replace the patient's pump as well. The patient experienced an increase in pain, prior to the explant surgery. The hcp indicated there was not a pump malfunction or pump pocket/pump access related issue. The patient recovered without sequela. The drug contained in the patient's pump was morphine (10.0 mg/ml) delivered at 1.199 mg/day.